Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump stopped all insulin delivery. The customer indicated that blood glucose level was elevated, but the exact value was not provided. It was confirmed that the customer would contact the health care provider to obtain alternate insulin therapy to ensure that insulin delivery is not interrupted.